Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege after surgery, patient suffered symptoms including but not limited to pain, swelling, inflammation, and damage to surrounding bone and tissue, and lack of mobility. It is also alleged patient suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, and loss of earnings. Update rec'd (B)(6) 2014 - pfs and medical records received. This complaint is for the right hip. After review of the medical records the revision operative note indicated aspectic failure of the stem/sleeve and no ingrowth of the cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem. After review of medical record for MDR reportability, patient was revised to address aseptic failure of right femoral component. Revision notes reported that a femoral component and the sleeve were removed. All soft tissue within the femur were also removed. There were no evidence of solid ingrowth into the socket of the acetabulum.